Event description:
It was reported hat during a laparoscopic radical nephrectomy procedure, the surgeon was working in the pelvic wall dissecting the ureter distal from the kidney with the device. During activation the device stopped working and an error tone was heard. The surgeon passed the device to the scrub nurse to clean the jaw as there was noticable tissue build up at the proximal end of the jaw at the apex. With a damp gauze pad the scrub nurse attempted to clean the jaw of the charred tissue and the distal tip of the active blade broke off almost in half which is clearly visible. The broken blade was found on the floor. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.